Event description:
The customer contact reported the distal end of the soluset tubing set broke off into a clave port on the primary tubing set; subsequently, blood loss was noted. The soluset was being used to deliver levophed 4mcg/ml and the primary tubing set was being used to deliver lactated ringer's solution. After 3 hours in used, during discontinuation of the levophed therapy, "the distal tip of the soluset tubing broke while taking it out of a distal clave port" on the primary tubing set. The soluset tip caused the distal clave port on the primary tubing set to remain in the open position. An unspecified amount of blood loss was noted. The primary tubing set was replaced and the lactated ringer's therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.